Event description:
It was reported that when the devices were used during a laparoscopic anterior resection, the first device did not cut the posterior wall completely. A second device was used with the same outcome. A leak test was performed and was positive. A diverting loop ilesotomy was created. Several days post operative pt sustained a stroke and was taken back to surgery where a diverting colostomy was created.